Event description:
A report was received that the patient' ipg stopped working. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that it was the competitor¿s device which stopped working and was explanted.

Event description:
A report was received that the patient' ipg stopped working. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8116-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.